Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unable to authenticate the user. A technical support specialist (tss) confirmed that the issue was resolved. The issue was caused by a domain controller update following a reboot, which resulted in replication issues affecting users. The idm team cleared the replication errors, after which the issue was fully resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to authenticate users on server. Users were unable to login to pull medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.